Manufacturer narrative:
The tina-quant hemoglobin a1cdx gen. 3 lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of a questionable tina-quant hemoglobin a1cdx gen. 3 result from the cobas c 513 analyzer. Patient 1's initial result was 10.73%, and the repeat result was 13.55%. Patient 2's initial result was 12.47%, and the repeat result was 15.17%.

Manufacturer narrative:
A field service engineer (fse) determined that there was a defective water supply unit (wsu) where resin had flushed into the system due to the external water supply. The investigation determined that the instrument will be replaced.